Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that it would not boot up and had fatal errors however it was reconfigured and the software reloaded. Analysis did find that the keyboard was missing a screw and the cable was twisted, there was a broken left keyboard hinge, broken power cord bay door tabs, that the feet were worn on the lower case and the system fan was noisy. All found defective parts were replaced.

Event description:
It was reported that the programmer would not boot up, that it had fatal errors. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.